Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads-MRI upn: (B)(4). Model: sc-2408-74 serial: (B)(4). Batch: 7072171. Product family: scs-linear leads-MRI upn: (B)(4). Model: sc-2408-74 serial: (B)(4). Batch: 7072140.

Event description:
It was reported that patient was admitted to the hospital with an infection at the implantable pulse generator (ipg) site. The patient was administered antibiotics and underwent an explant procedure of the spinal cord stimulator (scs) system. The physician assessed that the infection was most likely not device related and that nothing happened during the scs implant procedure that could have caused or contributed to the infection. The patient was doing well post operatively.